Event description:
"Caller alleged imprecision with inratio meter. Results as follow:" date: (B)(6) 2012, inratio: 7.5, inratio 2.3. Time elapsed between each method of testing is a few minutes. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.